Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) the patient was experiencing pain at the ipg site. The patient unnderwent surgical intervention (B)(6) 2017 where the ipg was removed and replaced to a different position which resolved the issue. In addition the patient received the eri message (reference MFR. Report: 1627487-2018-00363).